Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (implanting for a pre-operative rupture);failure to follow instructions (not verifying use-by date).

Event description:
A endurant ii aui stent graft system was implanted for the emergent treatment of a ruptured 7 cm in diameter abdominal aortic aneurysm. It was reported that the sales representative was notified of the rupture and provided the device to the physician at procedure. The expiration date was not checked prior to implant. Ten hours later, customer services notified the sales rep of the expired product use. The stent graft was implanted successfully however, the patient expired two hours post procedure due to a massive infarction. The physician assessed the death as not related to the graft or the technique.